Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was capped and replaced due to product performance issue. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.